Event description:
Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device remains implanted.

Event description:
Physician reported left side deflation. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.